Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a3a: sex: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: requested, not provided due to hospital policy, a6: race: requested, not provided due to hospital policy, d4: lot #: requested, not provided, d4: expiration date: unknown, as the involved lot # was not provided, d4: UDI: unknown, as the involved lot # was not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: rad tech - product manager, h4: device manufacture date: unknown, as the involved lot # was not provided. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the patient underwent diagnostic left heart catheterization with access obtained via the left radial artery. The procedure was purely diagnostic, and no complications occurred during vascular access or throughout the procedure. At the conclusion of the case, a regular-sized tr band was applied to the left wrist, and patent hemostasis was successfully achieved. Within a couple minutes, bleeding was observed at the access site. Upon assessment, the tr band balloons were found to be nearly completely deflated. Manual pressure was immediately applied to the radial artery by the rt, the initial tr band was removed, and a new regular-sized tr band was placed. Patent hemostasis was again successfully achieved. The patient experienced no complications related to the tr band deflation event. Recovery was uneventful, and the patient was successfully ambulated and discharged from the hospital without issue. The estimated blood loss was less than 250cc. The device was not manipulated before use in any way - pre-use or during storage. The device was stored in the actual lab room and in the original box that it comes in. No issues were encountered during application. Rt inflated the tr band. It was noted that the balloons did inflate when injecting air. There was no patient harm. Glidesheath slender was the other device that was used in the access site.